Event description:
The customer reported that the aer system was leaking cidex opa on the floor. The customer mentioned that a healthcare worker (hcw) had burning eyes before the asp field service engineer (fse) assessed the unit. The healthcare worker's symptoms have resolved.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the service and complaint history, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The service and complaint history review for six months (from (B)(4) 2009 to (B)(4) 2010) shows no similar issues with the unit. Additionally no trends with the same part being replaced can be seen. The fmea (failure mode effects analysis) associated to leak failure modes for the aer have overall risk numbers (rpn) below the threshold of 100. The shuma (system hazard and user misuse analysis) was reviewed for cidex opa/disopa and the initial risk numbers for user repeated exposure hazards were all 4 or lower, which would be category I, or "broadly acceptable risk". The hhe (health hazard evaluation) was reviewed for user complaints of symptoms such as shortness of breath, coughing, dizziness, and hallucinations for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. The hhe (health hazard evaluation) was reviewed for complaints of "headaches" for cidex opa/disopa. The hazard index was found to be 3 or lower, indicating negligible risk. It was reported that a female healthcare worker (hcw) had burning eyes for two (2) days. She did not seek medical attention. No treatment was prescribed. There has been no allergy testing performed on the hcw. The hcw's frequency of exposure to cidex opa is intermittent throughout the day. She has worked around the cidex product approximately 6 years. The facility stated that she did wear ppe. The room is reported to be well ventilated. The tray/basin containing cidex solution is covered between uses. The room air exchanges have been measured. Other chemicals in the room include (B)(4). The issue with the fluid leak failure was resolved by replacing the disinfectant skinner valve which failed due to normal wear and tear and meets the reliability age criteria of 2 years and 2000 hours of useful life. There are no significant trends with the failures and the replaced part. The issue was resolved at the facility and no further actions are required.

Manufacturer narrative:
(B) (4): burning eyes. The cidex opa IFU states in part: warning:avoid exposure to ortho-phthalaldehyde vapors, as they may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing or headache. May aggravate a pre-existing asthma or bronchitis condition. In case of adverse reactions from inhalation of vapor, move to fresh air. If breathing is difficult, oxygen may be given by qualified personnel. If symptoms persist, seek medical attention. An asp field service engineer (fse) was dispatched onsite to assess the unit. He found that the skinner valve was leaking and replaced it. There was no evidence of any other leaks. The fse ran four standard cycles and stated that the aer meets manufacturer's specifications.